Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the dilator was damaged and seemed to be splitting at the tip. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the dilator was removed from the sheath packaging it was noted that the dilator tip was damaged and looked like it was splitting. The dilator was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.